Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the buildup in the vacuum trap had resulted in a reduction in vacuum. The reduced vacuum caused the leak at the probe. The fse cleaned the vacuum trap and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 ml of clear fluid leaked from the manual sampling probe onto the front of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.